Event description:
A healthcare professional reported against left side capsular contracture baker grade unknown and intracapsular rupture discovered by (MRI) scan. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: nick is observed assessed as non-penetrating nick. Nicks striated is observed assessed as surgical tool scratch like. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported capsular contracture (unknown baker grade) and intracapsular rupture on the left side discovered by MRI scan. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Device has been explanted.